Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 65 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a retropubic sling with advantage fit procedure performed on (B)(6) 2017. According to the complainant, after the procedure, the patient experienced a large hematoma behind the pubic bone. Through radiology, it was determined that the hematoma was developed when an aberrant inferior epigastric artery was pierced. The patient was treated and was released without any further incident on (B)(6) 2017.